Manufacturer narrative:
Event date: exact date unknown, event occurred over two years from the date the manufacturer was made aware.

Event description:
It was reported that the patient has not been getting an appropriate coverage due to lead migration. The patient underwent a revision procedure wherein one lead was replaced, and one lead was added. The patient was doing well postoperatively, and the explanted device will not be returned.